Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of the capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure that may have led to this event and the cause of the device failure is unknown. There was no lube used for capsule placement. The customer used two different devices until the third one worked. There was no injury caused to the patient but a repeat procedure was performed and the procedure lasted twenty more minutes on the same day.